Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient reported that they were walking past a bathroom door after their shower, a nail caught their back, and there is a sore area. The patient reported that the lifevest scrapes them, cuts them, and it is very uncomfortable. Patient reports that the wires of the lifevest sit where the irritation is located. Patient also reports that the skin would open and bleed. There was no alleged device malfunction contributing to the irritation. The patient's physician prescribed a cream for the skin irritation. Follow up indicated that the skin irritation improved.